Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, patient weight and complete event information were not requested due to patient not consenting to further contact. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with external devices. As a result, surgical intervention occurred wherein the ipg was explanted to address the issue. Date of explant is unknown.